Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in an electrode placement procedure, the ac/pc were not aligned accurately. It was reported that the plan we remade, a second localizer scan was run and the CT and mr were merged without resolution. It was reported that the magnetic resonance imaging (mr) image was eight months old and the patient had a tumor. Spin and bone portions of the merged image were aligned, though shifting occurred on the soft tissue. There was a reported delay to the procedure of 2 hours due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.